Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as the origin of the bleeding , which resulted in cardiac tamponade, was unable to be identified during autopsy. The provided patient screening images show the presence of calcification in the aortic root and annulus. It is possible that patient risk factors (advanced age, low cardiac function) and procedure factors (patient became hypotensive prior to valve deployment with blood pressure not recovering after rapid pacing, requiring chest compressions and placement of impella heart pump) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure; additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japanese affiliate, an urgent transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. The patient had been deemed to be high risk during screening due to having low cardiac function and a coronary artery stent that was partially protruding into the sinus of valsalva. During the tavr procedure, the patient experienced hypotension prior to valve deployment and was medically treated (including catecholamines administration). The valve was deployed at 90:10 (aortic/ventricular) position with 2 cc less contrast solution than nominal volume. Post deployment, the patient remained hypotensive and chest compressions were performed. An impella heart pump was subsequently placed. The patient was transferred to the ICU intubated and with impella heart pump. On postoperative day 1, the patient's blood pressure decreased, and a cardiac tamponade was noted. Pericardiocentesis was performed. There was persistent "oozing" and the patient was taken to the operating room for an open-chest hemostasis procedure. However, the bleeding point was unable to be identified and the chest was closed. The patient subsequently passed away on the following day. The cause of death was reported as deterioration of general condition due to complications. The autopsy was unable to identify the bleeding point. The operator confirmed that the bleeding was not from around the valve. Per report, it was considered that the valve was not the direct cause of the bleeding, which resulted in cardiac tamponade.